Event description:
Same case as MFR report #2134265-2008-00639 and #2134265-2008-00640. It was reported that following a coronary artery drug eluting stenting treatment procedure, death occurred. The initial procedure was emergent due to myocardial infarction. A 3.0x32mm liberte' bare metal stent (bms) was implanted in the proximal lad. The patient was prescribed panaldine 100mg daily and bayaspirin 100mg daily. The patient remained hospitalized. Thirteen days later, the patient returned to the catheterization lab for treatment of the right coronary artery (rca). Intravascular ultrasound (ivus) was performed. The lesion was predilated with an unknown type balloon. A non-bsc 3.5x12mm bms was implanted the distal mid rca. A 3.0x20mm taxus express2 drug eluting stent (des) was implanted in the mid rca. A 3.0x12mm taxus express2 des was implanted in the proximal rca. The devices do not overlap. Ivus was performed confirming that the devices were well positioned and well apposed. The patient was discharged on an unspecified date. For the first 2 months following implant, the patient had bi-monthly checkup appointments with the checkups there after scheduled monthly. The patient was considered to be compliant with the antiplatelet medications. At the patient's routine appointment 5 months post implant, there were no "abnormalities" noted at that time with the patient's medications listed as panaldine 100mg daily, bayaspirin 100mg daily, artist 2.5mg daily, nitroderm tts daily, diovan 80mg daily, crestor 2.5mg daily, takepron od 15mg daily, and sigmart 5mg daily. The patient did not attend the following month's appointment for unknown reasons. The following month (or 187 days from the implant of the taxus express2 des) the patient appeared to be in either cardiac or respiratory arrest according to his family. The patient was emergently transferred to the hospital; however "cadavoric stiffening" had taken place when the patient arrived at the hospital. Death was confirmed. The relationship to the liberte' and taxus express2 des is unknown. There was no autopsy performed to confirm the cause of death.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the device history record found that the device met its material, assembly and product specifications at the time of its release to distribution. The exact cause of the reported event could not be determined, therefore, the root cause will be documented as an 'anticipated procedural complication' because of the likelihood that the patient anatomy contributed to the reported complaint and due to the lack of info implicating a root cause related to the device. A CAPA has been initiated to address this issue.